Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a fall off test. The cause for the failure was a physically damaged u401 component. The root cause for the damaged component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.